Manufacturer narrative:
(B)(4). Gender: not available. Age and weight: not available. Evaluation summary: post market vigilance (pmv) led an evaluation received two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The tube sheath was damaged posterior to the jaws on each instrument. Engineering noted that the boots were observed to be damaged. This condition is not related to manufacturing process. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of damaged sheath condition may occur due to extreme handling during the application. Typically, this type of condition is observed in this unit when an excessive force or leverage is performed on the device during usage. As results of the excessive force the jaws will lose the force to open. It is possible to observe the jaws closed; however the jaws will be loose and will not remain closed with force. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the jaws did not open fully during use on a patient. New one was opened to correct the problem.